Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the battery has an issue. There was no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the battery, and the fse recommended the user to replace the battery to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.